Event description:
It was reported that during a pph procedure, the surgeon was unable to fire the instrument. A device of the same product code was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
Eval summary: analysis results indicated physical evidence associated with user error. The analysis results found that the device arrived in good visual condition and with the breakaway washer with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. As stated in the instructional insert, "ensure that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple information and can result in staple line leakage". The device was reloaded with staples, a new washer was placed and the device was tested for functionality, it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.